Event description:
It was reported that a hypoglycemic event occurred while the user was participating in the ilet experience study, and the user was unsure of the circumstances surrounding the event. Customer care made several attempts to contact the user for additional information and blood glucose questionnaire details without success. Investigation of this case revealed that the cause of the hypoglycemia was unclear based on available information. No clinical symptoms associated with hypoglycemia reported. Outcomes included no alarms or alerts reported and no hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.